Event description:
It was reported that the 9800 system had a fatal error during a case. The customer had to replace the unit with another c-arm to complete the procedure. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep replaced the gib pcb and cpu pcb. The system operates as intended.